Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The over infusion was verified during flow rate testing. A visual inspection found the door hook shims to be missing and a build-up of dried fluid residue around and under the door hooks. The cause of the over infusion was a lack of door hook shims due to unauthorized user facility maintenance. The door was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of heparin (dose unknown) programmed at a rate of 16ml/hr for a volume to be infused of 250ml. It was reported that the full volume had infused in approximately 5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.